Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate/confirm the reported issue. The instrument was found to have a broken pitch cable at the distal clevis end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the small grasping retractor instrument had a broken cable. The customer used a backup instrument, which was also noted with a broken cable. The customer used a third instrument without any further issues. The procedure was completed with no reported injury. The other occurrence of the small grasping retractor instrument with a broken cable during the same procedure was reported on patient identifier (B)(6).